Event description:
Pt was supplied with contaminated blood products. Even though they were cmv negative before, pt is not now any longer. Pt has chronic fatigue syndrome, a neurological polyneuropathy possibly due to this cmv tainted blood, and possibly a gullian barre like syndrome. Pt has copies of all the tags. Pt had massive spinal hemmoraging and this coupled with massive medical incompetence lead to these massive volume of transfused blood. Pt also received an allogenic bone graft -transplant-, and the cmv may have very well lead to a failure of the graft to take. It is also important to note that they counted 18 units pt was transfused with, yet their records only account for 14 units -they show the other disposed of, this is not valid or true. This has lead to severe problems in their life. Pt was in a very weakened state from multiple complications, steroids used, etc which made them highly suspectible to this viral infection. Multiple medications administered. Pt was forced under mental and medical stress to agree to implantation of a greenfield filter.